Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows moderate electrode wear with discoloration on the electrodes and scratch/scuff marks on the return electrode and spacer. The shaft on the returned device is bent [scale per box 5mm]. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned wand was activated in saline solution using a known good controller, was activated in saline solution on ablate- and coag mode and creates plasma on the all three electrodes. The saline-/suction tube were tested. Both lines were completely clogged by dried parts of tissue at distal end as reported. A back flush could not thoroughly clean the lines. The complaint was verified and root cause could be determined when the suction line was not properly connected or the suction pressure at the customer¿s facility may have not supplied enough pressure in order to excavate tissue. When the recommended suction pressure is not used, this will cause the suction line to clog; therefore, decreasing the functionality of the wand. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Several factors could contribute to the reported failure. It is possible that the suction line was not connected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. Clogging of the wand suction is typically caused by large, ablated tissue remnants. Periodically wiping the unactivated tip with wet gauze can help prevent clogging. Should the wand become clogged, intermittently dip the tip into a saline filled beaker and activate the wand with the ablation foot pedal to flush the suction port. If the wand remains clogged, a 10-20cc syringe filled with saline may also be used to back flush the suction port. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
As per new information received, there was a backup device available which is the one they used to complete the procedure.

Event description:
It was reported that the device suction functionality blocked completely during the procedure. Troubleshooting methods to flush the wand were ineffective rendering the device unusable. No backup device was readily available which resulted in an extended procedure time. The procedure was completed using another electrocautery device.